Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name of the initial reporter and occupation is unknown. The investigation for the reported issue has been completed. The device was returned for evaluation. The cause of battery communication alarm was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery communication failure yellow alarm with no resolution specified. There was no patient involvement.